Event description:
An end user alleges developing tooth loss and subsequent need for bone grafts due to inadequate humidification while using a heated humidifier and associated continuous positive airway pressure (CPAP) device. The durable medical equipment (dme) supplier was not notified by the user of the complaint of lack of humidity. The manufacturer has requested the return of the devices for investigation. Upon conclusion of the manufacturer's investigation a follow up report will be filed.

Manufacturer narrative:
The manufacturer received the humidifier and associated CPAP for investigation. There were no operational issues noted and the devices functioned as designed. The download of humidifier settings used by the patient indicated the humidifier settings were not ever set to maximum humidity output during therapy. The absence of heated, humidified air does not represent a serious risk of permanent harm or injury. The dreamstation heated humidifier is an accessory for the philips respironics dreamstation therapy devices to provide moisture to the patient circuit. It is intended for use in spontaneously breathing patients weighing over 30 kg (66 lbs), in the home or hospital/institutional environment, who use mask-applied positive pressure ventilation therapy. The user manual cautions users to "periodically inspect the humidifier for signs of wear or damage. Never operate the humidifier if any parts are damaged, if it is not working properly, or if the humidifier has been dropped or mishandled. Do not use the humidifier if the water tank is leaking or damaged in any way. Have any damaged parts replaced before continuing use. If you notice any unexplained changes in the performance of this device, if it is making unusual or harsh sounds, if it has been dropped or mishandled, or if the enclosure is broken, disconnect the power cord from the therapy device and discontinue use. Contact your home care provider." Based on the information available, the manufacturer is unable to confirm the allegation the end user developed tooth loss and subsequent need for bone grafts as a result of inadequate humidification. The manufacturer concludes that no further action is necessary at this time.